Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of less than 50 mg/dl. Reportedly, customer delivered a bolus prior to consuming carbohydrates and believes this to be the cause. Bg was treated with intravenous dextrose. Reportedly, customer left the ER 3-4 hours later with the issue resolved and no permanent damage.